Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development evaluation was performed. The two ¿first generation¿ application instruments show some marks on its moving parts which indicate a limited use of the devices. No screws are loose or other damages are identified. The health hazard evaluation and quality review board meetings determined that the first generation instrument does not require an exchange to the next generation because the use of the application instrument is safe when the user follows the technique guide instructions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports the following: customer complains about the instruments that it is possible to cut under tension. There was reportedly no patient involvement. This is report 2 of 2 for complaint (B)(4).